Manufacturer narrative:
(B)(4). D10: pn 00598801017 ln: 63928778 17mm diameter 100mm length straight stem extension combined length 145mm. Pn: 00599401491 ln: 63733429 left size d cemented option femoral component femoral plastic. Pn: 00596203012 ln: 63492909 articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 12 mm height. Pn: 00598802012 ln: 63915108 12mm diameter 100mm length offset stem extension combined length 145mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 8 years post implantation due to infection and tibial loosening. All implants were revised. Attempts to obtain additional information have been made; however, no more is available.